Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 1.2g over specification.

Event description:
Bilateral capsular contracture, left baker grade 3.